Event description:
It was reported that the pump exhibited a damaged battery compartment. During physical inspection, it was found that there was a downstream occlusion sensor issue. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated upstream occlusion seal and a downstream occlusion sensor issue. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.